Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak glucose of 317 mg/dl for approximately 4 hours after a late supper and expressed concern about not receiving insulin, though the device¿s algorithm steps and insulin on board indicated insulin delivery and glucose decreased to 157 mg/dl by the end of the interaction. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included customer support troubleshooting and education with review of algorithm steps and insulin on board. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with insulin delivery observed through algorithm steps. It was concluded that hyperglycemia occurred with cause unclear and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.